Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the event occurred due prolonged wear and stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that the small intestinal videoscope exhibited a burned probe cover. There were no reports of patient involvement.